Event description:
Beginning on 03/03/06 the chemistry lab noted episodic incorrect results reporting for glucose levels. Level would be reported as a critical value and when retested would be within normal limits. The issue occurred on one of our two machines. The vendor was contacted and has been in multiple times exchanging parts and attempting to correct the problem. In the interim all tests have been run twice to assure accurate reporting. Episodic problems have continued and beginning on friday, 04/21 the same issue was noted with our second machine. Vendor was coming 04/25/06 to exchange methodology/software to see if that would correct the problem. We continue to test each specimen twice.